Manufacturer narrative:
The lens was returned positioned incorrectly in a inside the lens case in the lens carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area and broken in the distal area. The other haptic was bent in the gusset area. The optic was cut into pieces. Product history records were reviewed, and documentation indicated the product met release criteria. A qualified cartridge, handpiece, and viscoelastic were indicated. The reported haptic damage was observed. The optic was also cut into pieces, typical of an insertion and removal. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The instructions for use (IFU) instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional had reported that during phakic surgery with intraocular lens (iol) implantation, a fracture was observed at the corner of the lens haptic, and the position of the haptic was noted to be folded. Subsequently the lens was removed during initial procedure and completed with unspecified replacement lens. There was no patient harm.